Event description:
Physician was attempting to use the gooseneck snare during procedure to treat little calcified lesion in the mid right interior vena cava (ivc). The vessel had little tortuosity and 0% stenosis. The device was inspected with no issues noted. The device was prepped per the IFU with no issues. It was reported that the marker band on snare came off during non-medtronic ivc filter removal and embolized to patient's lung. Filter had been implanted in the patient for several years. The marker band or ring detached from the gooseneck snare or delivery catheter not the filter. The marker band was not retrieved. It had embolized to the lung. No adverse events were reported. Patient was discharged and doing well. No further patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis two images were provided for evaluation. In the images you can see what appears to be part on the device left in the vessel. Product analysis visual inspection device returned loaded in a micro catheter. No torque device or micro introducer was returned no damage to micro snare loop dry biologics observed on the snare loop damage was observed to the tip of the micro catheter tip and the markerband was missing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No resistance was felt when advancing the goose neck snare. Marker band dislodgment occurred during removal of the filter. No attempt was made to retrieve the dislodged marker band. Procedure was completed with the first snare. No plans to remove the marker band as physician feels the risk outweighs the benefits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.